Event description:
It was reported that a patient underwent a cardiac ablation procedure and upon opening, the seal part was torn. The device was not used on the patient. They replaced the reference patch with another one. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure and upon opening, the seal part was torn. The device was not used on the patient. They replaced the reference patch with another one. No adverse patient consequence was reported. Product investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual and electrical inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that only one patch was returned, and it was broken around the edges. Stress marks were also observed on this area suggesting that excessive force was applied. The outer packaging was not returned for the investigation. As such, further investigation could not be performed. A device history record was performed for the finished device number lot ll026845, and no internal action related to the complaint was found during the review. The issue reported by the customer could not be confirmed. The potential cause of the damage in the patch could be related to the handling of the device during or after the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation conclusions code of " appropriate term/code not available (d17)" represents the product returned condition as being unable to be analyzed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).